Event description:
It was reported that this right ventricular (rv) lead was dislodged as it was found not capturing during a routine follow up. Lead was repositioned and it remains in service now. No additional adverse patient effects were reported.